Manufacturer narrative:
The pump was received with no act button response due to the corroded keypad traces. They were unable to perform the displacement test due to the no button response. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, and a cracked belt clip slot.

Event description:
The customer's mother reported via phone call that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose was 170 mg/dl at the time of the incident. Customer had issues with the act button on the pump and has to go in and out of the screen just to get it to work. Caller was advised that the pump will need to be replaced. Caller was also advised to have the customer discontinue use of the pump and revert to a back-up plan.